Event description:
It was reported that in operation, a meniscus suture string was broken into the patient. The suture was removed from patient. No patient injuries were reported.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been removed from the delivery device. The needle is bent. No ts or suture were returned prohibiting confirmation of the reported complaint of suture breakage. Further investigation is not warranted at this time.